Event description:
The patient was experiencing left vocal palsy. The patient settings were adjusted. The generator remain\s programmed on as the patient is having better seizure control. Per the physician, the cause of the left vocal cord paralysis is either due to vns stimulation or surgery. No additional relevant information has been received to date.